Manufacturer narrative:
The pod was received not deployed, with the formed needle and soft cannula partially exposed in the bottom housing window. Opening of the pod did not allow the needle mechanism to finish deployment. Inspection of the needle mechanism components found an additional fill septum cone to be lodged into the slide insert. The lodged fill septum cone damaged the slide insert and made contact with the catch beam during needle mechanism deployment, preventing the needle mechanism from fully deploying. The needle mechanism being stuck mid-deployment resulted in the reported failure of the formed needle to retract. Inspection of the fluid path found the formed needle to be bent. It could not be determined when this damage occurred. Investigation found no issues with fluid flowing through the fluid path and no evidence of struggle in the download data. The download data from the pod showed that the pod generated a 0x18 empty reservoir alarm. Inspection of the reservoir confirmed it to be empty.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient removed pod and found the needle had not retracted as intended; this indicates a needle mechanism failure occurred.